Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Consultant reported: a trochanteric nail was being removed due to failure. The helical blade didn't stay in the bone and cut through the bone. The surgeon is not sure why. The surgery went well. Took out a short troch nail and replaced with a long troch nail. A lag screw was inserted in place of the helical blade along with a 5mm locking screw. The patient was in a lot of pain. X-ray revealed the blade cut out. Sc not sure if it was a scheduled office visit or due to pain. The case was referred from another hospital. This is report number 1 of 3 for complaint #(B)(4).